Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 2.3, lab: 1.94.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results providing by end-user at the time complaint was filed: inratio: 2.3, reference: 1.94, mean: 2.12, confidence limits: 1.3-2.7. Analysis of the customer's data revealed that inr results meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Comparison tests may have been done over three hours apart. There is a high possibility that the discrepancies are due to changes in the status of the pt. As of 06/30/2010, nineteen discrepant result complaints were reported for lot #218917 yielding a complaint rate of 0.024%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.